Event description:
It was reported that this pacemaker had observations of loss of capture. The field representative was called to check the patient where the report had no episodes stored, and they were not able to produce any noise or recreate the pauses. The automatic threshold was ran and had loss of capture at 1.5v, where they were able to observe the pauses after the capture was lost. It was noted that the impedance measurements were normal, but the patient does not have an intrinsic rhythm. The field representative was planning to increase the output and sensitivity and program to an asynchronous mode. The device remains in-service. No adverse patient effects were reported.